Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e pro 1:5 attachment overheated and burned a patient's lip. The doctor applied an ointment and sent the patient home with kolorz benzocaine 20% to treat the burn.